Event description:
It was reported that this patient experienced a loss of right ventricular (rv) lead capture following a recent generator change. Capture loss was identified due to elevated pacing thresholds. The patient visited the emergency room (ER), and imaging suggested that the terminal pin may not be fully inserted. Lead impedance measurements were low and out of range, which triggered the lead safety switch (lss). Technical services (ts) confirmed that the lss was activated due to these abnormal impedance values, and noise was also noted on the lead. The plan was to reprogram the device to a split configuration: unipolar pacing with bipolar sensing, while the physician reviewed imaging and device data to determine next steps. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report includes corrections to field b5: describe event or problem and field d6b: explant date.

Event description:
It was reported that this patient experienced a loss of right ventricular (rv) lead capture following a recent generator change. Capture loss was identified due to elevated pacing thresholds. The patient visited the emergency room (ER), and imaging suggested that the terminal pin may not be fully inserted. Lead impedance measurements were low and out of range, which triggered the lead safety switch (lss). Technical services (ts) confirmed that the lss was activated due to these abnormal impedance values, and noise was also noted on the lead. The plan was to reprogram the device to a split configuration: unipolar pacing with bipolar sensing, while the physician reviewed imaging and device data to determine next steps. The device remains in service. No adverse patient effects were reported. Information was subsequently received that this lead was surgically abandoned and successfully replaced. During the revision procedure it was noted that the lead was fractured and presented an insulation breach at the end of the terminal boot. No additional adverse patient effects were reported.

Event description:
It was reported that this patient experienced a loss of right ventricular (rv) lead capture following a recent generator change. Capture loss was identified due to elevated pacing thresholds. The patient visited the emergency room (ER), and imaging suggested that the terminal pin may not be fully inserted. Lead impedance measurements were low and out of range, which triggered the lead safety switch (lss). Technical services (ts) confirmed that the lss was activated due to these abnormal impedance values, and noise was also noted on the lead. The plan was to reprogram the device to a split configuration: unipolar pacing with bipolar sensing, while the physician reviewed imaging and device data to determine next steps. The device remains in service. No adverse patient effects were reported. Information was subsequently received that this lead was explanted and successfully replaced. During the revision procedure it was noted that the lead was fractured and presented an insulation breach at the end of the terminal boot. This lead has not been returned for analysis. No additional adverse patient effects were reported.